Manufacturer narrative:
The returned product was connected to an empty syringe. 31.5 inches of the catheter was returned. The device could not be tested for leak testing and did not meet the requirements for patency due to occlusion of the catheter. There was proteinaceous debris observed on the interior and exterior of the device. Due to the amount of proteinaceous debris on the catheter, tensile testing could not be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the operation, the physician found that cerebrospinal fluid did not flow out of the catheter and that the lumbar external drainage and monitoring system catheter was impassable after lumbar puncture. There were no reports of patient injury in association with this event. After the event, the physician changed the device with the same model in time, which did not have a great impact on the patient.